Event description:
According to the reporter, on (B)(6) 2017, during a laparoscopic inguinal hernia procedure, the device fixation misfired. A new tacker was used in order to complete the case. No patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.